Manufacturer narrative:
Further information was requested but not received.

Event description:
During a radiofrequency ablation procedure, the patient entered a hemodynamically stable ventricular tachycardia (vt). Due to the vt, the physician elected to perform noninvasive programmed stimulation (nips) using the merlin programmer, however, the healthcare professional was unable to terminate the nips procedure as the programmer was unresponsive. The root cause of the event remains unknown at this time. The patient was in stable condition.